Event description:
It was initially reported that the device would begin charging when the user powered the device off; however the device would charge properly during normal use. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device failed to discharge after being charged.

Manufacturer narrative:
Physio-control further evaluated the removed main control keypad assembly at the failure analysis center and determined the cause of the failure to be damage of the energy up button. When the power button was pressed, this also activated the energy up button.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.